Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami) threshold, was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on the same instrument as well as serial, same-patient, redrawn testing on an alternate instrument, lower results, within the normal reference range of the assay, were generated and regarded as valid. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospitals intensive care unit based upon the erroneous accutni result. The patient did not undergo any invasive procedures based upon the results. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that quality control results generated during the timeframe of the event recovered within the customer's established specifications. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated system checks performed during the timeframe of the event met established specifications. The supplied accutni calibration curves showed all levels of calibrators passing with acceptable percent coefficients of variation. The original sample which generated the erroneous accutni result was a lithium heparin sample which was centrifuged at three thousand five hundred revolutions per minute for five minutes prior to testing and tested within one hour of collection. The sample was a full draw and was normal in appearance. The reagent lot and calibrator lot associated with this event were (B)(4), respectively. Other patient results were not questioned as part of this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The fse noted no hardware malfunctions or performance issues. The instrument operated within specifications. Sample collection tube manufacturers' centrifugation requirements specify the need to centrifuge the sample for ten minutes however allow for alternate centrifugation conditions. A definitive root cause has not been determined to date.